Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery, the patient fell and landed on his knee, where the post of an unkn journey bcs / journey ii bcs knee insert broke off. A revision surgery was performed on (B)(6) 2022, in which the broken insert (sz 7-8 13mm) was explanted and a sz 15 journey 1 revision insert was implanted. The current health status of the patient is good.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the picture was reviewed, and revealed that the post of the insert broke. The clinical/medical investigation concluded that, per complaint details, the patient fell and landed on his knee and ¿this fall was thought to have broken the post¿; therefore, a revision was performed during which the 13mm insert was replaced/revised to a 15mm insert. A photo was provided of an explanted insert with a fragmented post; however, the photo does not provide insight into the clinical root cause of the reported event. It was communicated that the requested clinical documentation is not available. Although ¿this fall was thought to have broken the post¿, in the absence of the requested medical documentation, definitive contributing clinical factors could not be concluded. The patient impact beyond the reported broken post following a fall and subsequent revision could not be determined; however, the reported patient status is good. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury or size selected. The contribution of the device to the reported event could be corroborated as the post of the insert broke and a revision surgery was required. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.